Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (bg) reaching 358 mg/dl. The cause for elevated bg levels were unknown. System check with tandem technical support was performed and the pump was functioning as intended. Customer delivered a bolus to bring bg levels to target range.